Event description:
It was reported while using bd syringe syringe injector without rubber stopper foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when the nurse was extracting the liquid medicine for the patient, she found that there was an unknown brown floc inside the syringe, and immediately stopped using it, and no adverse event occurred.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe injector without rubber stopper foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when the nurse was extracting the liquid medicine for the patient, she found that there was an unknown brown floc inside the syringe, and immediately stopped using it, and no adverse event occurred.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301940 and lot number 2107204. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be found. Based on the investigation results, an exact cause could not be identified for this reported incident.